Event description:
It was reported that the insulin gauge was inaccurate. Additionally. It was reported that a minimum fill notification occurred after the user filled the cartridge with 220 units of insulin during the load sequence. A new cartridge was loaded to resolve the issues. It was also reported that the pump date was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the date and resumed insulin therapy. Customer¿s blood glucose level was 207 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.